Event description:
The account reported the side rail would not latch. The bed was located in the maintenance area at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician found the side rail center arm assembly is broken. The most likely cause is the side rail center arm being pushed against an immovable object. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side rail center arm assembly to resolve the issue. Based on this information, no further action is required.